Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the grip cable was found to be derailed. When the instrument's housing was removed a derailed grip cable was found at the clamping pulley. The cable was sliding on and off the grooves of the clamping pulley. Clamping pulley screws were still tight. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal. The scratches were approximately 0.240 - 0.248 in length and were not aligned with the tube axis. Failure analysis concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the main tube damage found during failure analysis if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci surgical procedure, the customer noted that the jaws on the prograsp forceps instrument would not open and close. No patient harm, adverse outcome or injury was reported.